Event description:
It was reported that the patient presented in clinic with arm and shoulder pain. X-ray revealed that the right ventricular lead had dislodged. The lead was not sensing properly and had high capture thresholds. Therapy was disabled on the lead. It was noted that the patient experienced atrial fibrillation and was given treatment for it. On (B)(6) 2018, the patient presented for lead repositioning but the physician could not reposition due to the helix being clogged with tissue. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.